Event description:
Customer reported being hospitalized due to low blood glucose. Customer was connected during rewind and prime. Explained customer the importance of disconnecting during rewind and manual prime. Instructed pt to remain disconnected during the manual primes.